Event description:
The hospital reported a malfunction resulting in loss of manual ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting was reinstalled to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).